Manufacturer narrative:
Device evaluated by MFR.: the catheter was visually and tactilely inspected; there was blood in the inflation lumen and in the balloon. There were multiple hypotube kinks. The device was soaked in a water bath to loosen the blood prior to functional testing. The device was inflated, using an inflation device filled with water, and a balloon leak was noted. The balloon was inspected under magnification; there was a longitudinal balloon tear 7mm long on the proximal end of the balloon. The balloon material and the ro markerband presented no irregularities that could have contributed to the damage. Inspection of the remainder of the device presented no other damage or irregularities. The reported ¿balloon burst¿ was confirmed. There was no evidence of any material or manufacturing deficiencies contributing to the damage or reported event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified proximal right coronary artery (rca). A 15mm x 2.75mm quantum apex balloon catheter was selected to dilate the target lesion. The first to fourth inflation were performed at 12 atmospheres (atms). During the fifth inflation, the balloon ruptured at 12 atms after being inflated for 10 seconds. The device was completely removed from the patient. There was no kink prior to use and no resistance during the procedure. The procedure was completed with a different device. No patient complications were reported and the patients' status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified proximal right coronary artery (rca). A 15mm x 2.75mm quantum apex¿ balloon catheter was selected to dilate the target lesion. The first to fourth inflation were performed at 12 atmospheres (atms). During the fifth inflation, the balloon ruptured at 12 atms after being inflated for 10 seconds. The device was completely removed from the patient. There was no kink pior to use and no resistance during the procedure. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.